Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrograms revealed noise and intermittent low pacing impedance on the right atrial lead. No intervention or patient symptoms were reported.